Event description:
Mps reported arm shaking during "deeper" reaches of anterior and anterior chamfer tka 2.0 cuts. Confirmed with mps that they used mako park to place the robot/arm in the optimal cutting position. I also confirmed that surgeon did not use 'extended boundaries'. Wo: made sure j2 bump stops were not moved. Adjusted j4 and j6 transmission cable tensions. Passed mics test as well as transmission, phase and friction. Auto accuracy got a warning on the right side, performed kinematic calibration right side.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: I confirmed with that they used mako park to place the robot/arm in the optimal cutting position. I also confirmed that surgeon did not use 'extended boundaries'. Work performed: made sure j2 bump stops were not moved. Adjusted j4 and j6 transmission cable tensions. Passed mics test as well as transmission, phase and friction. Auto accuracy got a warning on the right side, performed kinematic calibration right side. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking during "deeper" reaches of anterior and anterior chamfer tka 2.0 cuts. Confirmed with mps that they used mako park to place the robot/arm in the optimal cutting position. I also confirmed that surgeon did not use 'extended boundaries'. Wo: made sure j2 bump stops were not moved. Adjusted j4 and j6 transmission cable tensions. Passed mics test as well as transmission, phase and friction. Auto accuracy got a warning on the right side, performed kinematic calibration right side.